Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-05882, 2134265-2014-05885, 2134265-2014-05588 and 2134265-2014-05594. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and pullback stopped. Reconnection and replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.